Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed an inspection and replaced the integrated multisensor technology (imt) mixer and sample probe 3 mixer. The cse checked the alignments and verified the reagent probe (r5) bottom of cuvette (bocc) test. The cse noted that a quick check test and quality controls (qc) were performed and passed. The dimension vista 1500 instrument was verified and confirmed to be operational. Siemens reviewed the information provided and services performed and concluded that the cause for falsely depressed carbon dioxide (co2) results is unknown. The instrument is performing within specifications. No further evaluation of the device was required.

Event description:
The customer obtained discordant falsely depressed carbon dioxide (co2) results on the dimension vista 1500 instrument. The falsely depressed results were reported to the physician(s). The customer used the same samples to perform repeat testing on an alternate dimension vista instrument. The customer noted that repeat results were higher and considered to be correct. The customer issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.